Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date.

Event description:
It was reported that the battery communication timeout (replace battery and still getting that alarm). There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and had dried fluid around bottom case gasket, rj45 grommet was popped out of place with dried fluid around it, cracked top case corners, right plunger case, and bottom case by l-bracket. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced interconnect board, also replaced battery. The cause of the reported problem was traced to the customer improper handling of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000. H4: correction: device manufacturing date: 10-jan-2012.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6). 2022 via email and attached to complaint object: device was not on patient when issue was found. Testing during yearly pm (preventive maintenance).